Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps4 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was getting a cycle power error message and was completely down. There is no report of death or serious injury.